Manufacturer narrative:
The actual initial reporter first name is unknown. The actual initial reporter last name is unknown. The root cause for the reported issue of an improper flow or over infusion of 8100 lvp was not determined. The reported issue that there was an improper flow or over infusion of 8100 lvp; no further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿sbar: bd alaris 8100 lvp over-infusion. Situation: a clinician in our critical care unit noted a malfunction of a bd alaris 8100 lvp, where 100ml of propofol was dosed to the patient in 30 minutes. The affected devices are bd alaris 8100 lvp, and bd alaris 8015. The prescribed medication was propofol with a dosage to provide 50mcg/kg/min. The patient has a weight of (B)(6). The concentration of 1000mg/100ml. This equated to a rate of 19. 4ml/hr and a vbti of 80ml. Assessment: the event and error logs for both bd alaris 8100 lvp and bd alaris 8015 pcu was downloaded, and can be provided to bd. To determine if both devices were operating within manufacturer specifications, a biomedical engineering technician completed the bd preventative maintenance procedure on both devices using the alaris system maintenance software. Both devices passed all tests. Reviewing the downloaded event log and error log, the programming of the bd alaris pcu and lvp were verified to match what was documented and reported by the clinician. Afterwards, a simulated therapy, mirroring the programming of the clinician, with a rate of 19. 4ml/hr and 80ml vbti was programmed into the affected bd alaris pcu and lvp table 1, and the next day, table 2. The following table shows the time, actual volume, and the vbti reported by the alaris pcu. Based on the information from table 1, a percentage of error of approximately 32% was observed. Using the data from table 2, a percentage of error of approximately 5% was seen. The same infusion set, volume-measuring device, and fluid was used for both the preventative maintenance inspection and both simulated therapies. Table 1: simulated therapy. Time actual volume vbti. Start 0 ml 80 ml: 15 min 9. 18 ml 75. 1 ml: 30 min 14. 70 ml 70. 3 ml: 45 min 20. 11 ml 65. 5 ml: 60 min 26. 03 ml 60. 5 ml: 75 min 32. 18 ml 55. 6 ml: 90 min 38. 85 ml 50. 7 ml. Table 2. Simulated therapy. Time actual volume vbti. Start 0 ml 80 ml: 15 min 5. 06 ml 75. 0 ml: 30 min 9. 96 ml 70. 1 ml: 45 min 14. 78 ml 65. 2 ml: 60 min 19. 66 ml 61. 3 ml. Recommendation: based on the observation from the two simulated therapies, the bd alaris 8100 lvp appears to have an intermittent issue concerning rate accuracy. The hospital of (B)(6) biomedical engineering department formally requests assistance from bd with further investigation into the reported issue and the variability in the rate accuracy for this device to ide. There was patient involvement but patient harm was unknown.